Manufacturer narrative:
A visual inspection of the actual sample revealed no anomalies. The actual sample was built into a circuit and circulated with saline solution. The pressure drop was determined at each flow rate, and was found to be higher that of the product from the current production run. The actual sample's components (including the filter and the various components of the reservoir) were visually inspected after having been disassembled. Electron microscopy and magnifying inspection found clot formations on the filter, the fibers, the heat exchanger in the oxygenator module, the venous filter and the cardiotomy filter in the reservoir; therefore, this complaint is confirmed. A review of the device history record revealed no indication of production related anomalies, and a search of the complaint file did not find any other report of the involved product/lot number combination. From the available information, the cause of the blood clot formation cannot be definitely determined. Reference evaluation codes: (B)(4). Method: actual device evaluated. Method: performance tests performed. Method: visual inspection. Method: electron microscopy. Results: thrombosis activation problem. Conclusions: device failure directly contributed to event. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported to terumo corporation that after priming and recirculation with the addition of blood, a blood clot was noted in the reservoir and oxygenator module. The involved oxygenator was primed and re-circulation was implemented with the addition of blood. Ultrafiltration was carried out in order to increase the blood concentration of the circuit. A blood clot was noted in the reservoir prior to the initiation of bypass surgery. The reservoir was changed out immediately and re-circulation was conducted. The pressure inside the circuit began to increase, and a blood clot was observed in the oxygenator module, as well. The oxygenator was then changed out. Re-circulation was implemented again, and normal pressure inside the circuit resulted. The operation was initiated and completed successfully with no patient harm. Although the patient age is unknown, the fx05 oxygenator is typically used in pediatric cases. Due to the change out of the reservoir then the oxygenator after addition of blood, it can be assumed that blood loss occurred. The amount of blood loss is unknown. Because it is inferred by terumo that the case was pediatric, and because blood loss in any pediatric case is considered a serious injury by terumo, this event is being reported as a serious injury. No patient harm was reported. The product was changed out. The surgery was successfully completed.